Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review (reference (B)(4) in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: onset findings: pt seen in clinic reporting significant discomfort to medial aspect of r knee. CT scan showed increased activity under tibial plate and remodeling from clear evidence of overload. Patient seen in clinic approximately 8 months from previous visit reporting continued medial pain and numbness to lateral side of study knee. X-rays show no significant changes. Pt advised to continue with weight reduction. Currently at (B)(6) kg. The complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products and mdrs: 42558000502 persona partial knee cemented femoral component size lot# 63856205. MDR- 0001825034-2020-04345. 42528200609 persona partial articular surface right medial size f 9mm lot# 63449781. MDR- 0001825034-2020-03456.

Event description:
It is reported that a patient experienced significant discomfort and numbness in the medial aspect of the knee nineteen (19) months following right knee arthroplasty. A the patient was advised to continue reducing weight and no medical intervention was performed. Attempts have been made for additional information, however, no additional information is available at this time.